Event description:
It was reported that the handpiece heated up during an ulnar shortening procedure. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon disassembly, extensive corrosion was discovered within the motor and rotor assemblies. A worn bearing was also discovered. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated.